Manufacturer narrative:
Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus provided troubleshooting guidance and the facility confirmed the reported issue has been resolved by cleaning the contacts with alcohol and drying the contact pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: (instructions otv-190, chapter 9 troubleshooting, 9.2 troubleshooting guide). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the light source exhibited a b30 communication error. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).